Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a small defect was present on the 18g introducer needle. During initial insertion, when aspiration was performed to obtain blood return, air was aspirated instead." Despite good faith follow-up efforts to obtain additional information regarding the reported device issue, including confirmation of any associated patient harm, injury, or adverse health consequences, the user facility reported that no further information is available.